Manufacturer narrative:
The device was reported to be discarded by the complainant and will not be returned to the MFR. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device seal failed and leaked. Another device was used to complete the procedure. There was no known injury or consequences to the pt. The device was reported to be discarded. Additional info was requested, but no additional info was available.